Manufacturer narrative:
Citation: ohya m et al. Delayed valsalva obstruction after transcatheter self-expandable aortic valve implantation: a case report. Eur heart j case rep. 2020 dec 13;4(6):1-6. Doi: 10.1093/ehjcr/ytaa443. Online publish-ahead-of-print 13 december 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6) year-old female patient who underwent percutaneous coronary intervention of the left anterior descending artery with placement of a drug-eluting stent, immediately followed by transcatheter aortic valve implantation with a 26 mm medtronic evolut r (unique device identifier number not provided). Post-procedural angiography showed that the left coronary artery ostium was patent, and the evolut r was seated in an optimal position. Three months after evolut r implant, the patient presented with chest pain at rest. An electrocardiogram exhibited global st-segment depression in the inferior and precordial leads, and transthoracic echocardiography detected left ventricular dysfunction in the anterior to lateral wall. Emergent coronary angiography showed no stenosis in the right coronary artery, but the guiding catheter was unable to reach the left coronary artery. A cusp shot of the neo-valsalva showed partial reperfusion (thrombolysis in myocardial infarction grade 2 flow) in the left coronary artery. Intra-aortic balloon pump support was initiated to treat cardiogenic shock and subsequently stabilized the patient¿s hemodynamics. However, the chest discomfort did not resolve. Balloon angioplasty was performed between the evolut r frame and the left coronary cusp using a 4 mm x 15 mm semi-compliant balloon, which improved the patient¿s st-segment depr ession and resolved the chest discomfort. Despite these measures, the instantaneous wave-free ratio dropped from the left coronary artery ostium to the neo-valsalva. Contrast-enhanced computed tomography revealed a commissural post of the evolut r overlying the left coronary cusp. Consequently, emergent off-pump coronary bypass grafting was performed through median sternotomy using a saphenous vein graft for the left anterior descending artery. The authors stated valve dilatation (expansion) over time may have been a causal factor in the delayed coronary obstruction observed in this case. No additional adverse patient effects or product performance issues were reported.